Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed a missing oring and red dot on the connector. A functional evaluation revealed a button was stuck and would not activate the motor causing a hand piece error. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the event include a buildup of corrosion/debris around the spring from cleaning chemical fluid ingression over time. Internal complaint reference: case-(B)(4).

Event description:
It was reported that during knee procedure, the motor driver unit had a motor fault. A backup was available to complete the procedure with no delay or patient injuries were reported. Results of investigation have concluded that the mdu button was stuck and would not activate the motor causing a hand piece error which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.